Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon could not get the emphasys cup to stay on the handle. During impaction the cup would fall off. The surgeon threw the cup on the ground and requested a replacement. The reporter indicated that the threads appeared damaged. All available information has been disclosed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that surgeon could not get emphasys cup to stay on the handle. When impacting it would fall off. Threw on ground and requested a new one. Reporter said the threads appeared damaged. The product was returned to depuy synthes for evaluation. Visual analysis of the emsys ace imp straight revealed that the threads were cross threaded. No other defects were observed. A functional testing was performed with a laboratory sample mating device and the assembling was not successful due to observed threads condition. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces, such as, impaction forces while the device is not fully/properly threaded, prying motion and heavy usage. Properly handling and attention to the approved use of the device diminishes the risk of failure a dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the emsys ace imp straight would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.